Manufacturer narrative:
Unique identifier (UDI): (B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient reported going to the hospital due to clinical concerns and spent the night there. Per patient the hospitalization was not related to the cycler. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was in the hospital for less than 24 hours and was not admitted. The pdrn reported that the patient was diagnosed with peritonitis. The culture of the effluent showed no growth; however the patient also presented to an emergency room five hours prior to the going to the hospital for the overnight visit and was already treated with the antibiotic levaquin. The pdrn also reported that the patient had an elevated white blood cell count. The source of the peritonitis was due to touch contamination. The patient was treated with the antibiotics vancomycin and fortaz. The patient was showing improvement and continues utilizing peritoneal dialysis with no further issues.